Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory notifier for episodes of non-sustained rv oversensing. The patient presented to the clinic and it was identify that pseudo pseudofusion was occurring. In every episode, the sensor indicated rate was activated. The patient has felt his heart racing at times in the day when he is not active. It is believed that the patient's feeling of their heart racing may have been related to the sensing issue. Programming changes were made. The patient was stable before, during, and after this event.